Event description:
Information received indicates when someone sits on the foot end of the bed, the bed will go into the trendelenburg position. The information also suggests when someone sits in the middle of the bed, when it is in the low position, the hi/lo will run to the high position unintentionally.

Manufacturer narrative:
The hill-rom technician found the bed drifts into the trendelenburg position. The technical adjusted the trendelenburg cylinders to repair the bed.